Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain,") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical dysplasia (with features of human papiloma vírus effect), cryocautery of cervix, uterine bleeding and endometrial ablation since 2012. Concomitant products included ibuprofen (motrin) and vicodin for pain, acetylsalicylic acid (aspirin) since 2010 for right lower quadrant pain as well as warfarin since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), abdominal pain lower ("cramping") and pain ("pain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy with removal of fallopian tubes and removal of essure bilaterally). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia, abdominal pain lower, pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided: essure insertion date (B)(6) 2013 (as per pfs). Essure insertion date (B)(6) 2012 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: coils properly placed . About six weeks after essure coil implant procedure, she underwent an hsg imaging procedure and was informed that the coils appeared to be in proper placement. 4-6 weeks after essure procedure ¿ hsg test ¿ everything was blocked ¿ plaintiff was told on the day of the test by her healthcare provider the tubes were blocked on both sides and everything was fine (per pfs). Concerning the injuries reported in this case, the following ones were described in patient's medical records: menorrhagia, pain, dyspareunia, abdominal pain lower. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs, medical records, new reporter, relevant information and lab data ,essure indication, start stop date, concomitant product new events abnormal bleeding (vaginal, menorrhagia),apareunia (inability to have sexual intercourse) and fatigue were added.the event dyspareunia (painful sexual intercourse), pain, were clubbed with previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain,") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included cervical dysplasia (with features of human papiloma vírus effect), cryocautery of cervix, uterine bleeding and endometrial ablation since 2012. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin) for pain, acetylsalicylic acid (aspirin) since 2010 for right lower quadrant pain as well as famotidine (pepcid ac) since 2010, folic acid (folasic) since 2010, iron, quetiapine fumarate (seroquel) and warfarin since 2010. On (B)(6)2013, the patient had essure inserted. In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), abdominal pain lower ("cramping") and pain ("pain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy with removal of fallopian tubes and removal of essure bilaterally). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, back pain, abdominal pain lower and pain outcome was unknown and the menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided: essure insertion date (B)(6)2013 (as per pfs) essure insertion date(B)(6)2012 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion; in 2013: results: coils properly placed. Concerning the injuries reported in this case, the following ones were described in patient's medical records: menorrhagia, pain, dyspareunia, abdominal pain lower. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, essure removal date updated, events outcome updated. Patients medical history and concomitant drug added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: the ptc investigation result was provided. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains starting soon after insertion. The plaintiff underwent hysterectomy with removal of fallopian tubes and removal of essure bilaterally. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because surgical intervention was required for device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain,') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since 2012, cervical dysplasia (with features of human papiloma vírus effect), cryocautery of cervix, uterine bleeding and depression. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain, acetylsalicylic acid (aspirin) since 2010 for right lower quadrant pain, iron for vaginal haemorrhage and menorrhagia as well as famotidine (pepcid ac) since 2010, folic acid (folasic) since 2010, quetiapine fumarate (seroquel) since 2010 and warfarin since 2010. In (B)(6) 2012, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). The patient was treated with surgery (total laparoscopic hysterectomy with removal of fallopian tubes and removal of essure bilaterally). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and fatigue had resolved and the back pain, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided: essure insertion date (B)(6) 2013 (as per pfs). Essure insertion date (B)(6) 2012 (as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion successful occlusion of both fallopian tubes by essure devices; in 2013: results: coils properly placed. Concerning the injuries reported in this case, the following ones were described in patient's medical records: menorrhagia, pain, dyspareunia, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain,') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since 2012, cervical dysplasia (with features of human papiloma vírus effect), cryocautery of cervix, uterine bleeding and depression. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain, acetylsalicylic acid (aspirin) since 2010 for right lower quadrant pain, iron for vaginal haemorrhage and menorrhagia as well as famotidine (pepcid ac) since 2010, folic acid (folasic) since 2010, quetiapine fumarate (seroquel) since 2010 and warfarin since 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse),"), pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). The patient was treated with surgery (total laparoscopic hysterectomy with removal of fallopian tubes and removal of essure bilaterally). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and fatigue had resolved and the back pain, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided: essure insertion date (B)(6) 2013 (as per pfs). Essure insertion date (B)(6) 2012 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion successful occlusion of both fallopian tubes by essure devices; in 2013: results: coils properly placed. Concerning the injuries reported in this case, the following ones were described in patient's medical records: menorrhagia, pain, dyspareunia, abdominal pain lower. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Event outcome of event pelvic pain was updated to resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual bleeding") and pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy with removal of fallopian tubes and removal of essure bilaterally). Essure was withdrawn. At the time of the report, the pelvic pain, back pain, dyspareunia, abdominal pain lower, menorrhagia and pain outcome was unknown. The reporter considered pelvic pain, back pain, dyspareunia, abdominal pain lower, menorrhagia and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2013: hysterosalpingogram result was coils properly placed. About six weeks after essure coil implant procedure, she underwent an hsg imaging procedure and was informed that the coils appeared to be in proper placement. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains starting soon after insertion. The plaintiff underwent hysterectomy with removal of fallopian tubes and removal of essure bilaterally. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because surgical intervention was required for device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.